Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high blood glucose after a first supply change with an ilet system using a contact detach infusion set, attributed to connecting the short tubing to the long tubing only at the fill cannula step rather than during the fill tubing step, which can introduce air into the system; no insulin leakage was observed, and the user was guided to replace and properly connect the short tubing, remove air bubbles, and resume pump therapy. Symptoms included hyperglycemia with a reported peak of 363 mg/dl for approximately three hours without ketone testing, back-up therapy, professional medical intervention, or acute health effects. Outcomes included short-term elevation of blood glucose without hospitalization or disability. Investigation included troubleshooting and user education. Investigation of this case revealed that the infusion set connection was deployed incorrectly, resulting in air in the delivery path and reduced insulin delivery. It was concluded that user technique caused the event, and the issue resolved after corrective education and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.